Event description:
It was reported that the drill is overheating. No further information was provided and attempts are being made to collect additional information from the account.

Manufacturer narrative:
The device was evaluated by the manufacturer and the comment of the device overheating could not be duplicated. The device was returned to the account.